Event description:
It was reported that the customer was hospitalized in (B)(6) due to low blood glucose levels. It was stated that the customer would usually take lunch to his spouse, but on this day he never showed up. The paramedics were called to his home, where he was found unconscious. It was stated that the customer had made an attempt to get up, but he fell and there was blood all over. Several weeks later, the customer went back to the hospital due to congestive heart failure. The customer also had kidney failure and was retaining fluids. The customer had open heart surgery due to a leak on the tricusped valve on right side of heart. The customer had complications from the surgery, and never recovered. The customer passed away on (B)(6) 2013. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.